Event description:
Patient's mother contacted dexcom patient care specialist on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Multiple blood glucose meters were used to measure blood glucose values. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient used multiple blood glucose meters. The dexcom g4® platinum continuous glucose monitoring system user's guide states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.